Manufacturer narrative:
Eval summary: in general, a potential cause for the hinge post extension requiring excessive torque to remove is applying too much torque at the time the device was originally implanted. In this case, it is unk if the appropriate torque was applied when initially implanted or if any alternative surgical technique was attempted; therefore, with the available info an exact root cause cannot be determined. Device history records indicate all components were manufactured and inspected to specification. The distribution history shows that the instrument has been in the field for approximately 1 year and 7 months; however, the actual usage of the device is unk. Sem analysis of the fractured tip shows elongated dimples indicating that the fracture occurred by overload in torsion.

Event description:
It is reported that the tip of the hex screwdriver fractured during use.